Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that when the patient was admitted after presenting with a one-day history of fever up to 102.6f and chills. At that time he was on chronic suppressive antibiotics for gram positive driveline exit site infection; specifically at time of admission he was on vancomycin which was administered through catheter. Blood cultures were sent and were positive for klebsiella pneumoniae. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection/tissue erosion/tissue damage is/are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressed guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that when the patient on (B)(6) 2013 he was admitted after presenting with a one-day history of fever up to 102.6f and chills. At that time he was on chronic suppressive antibiotics for gram positive driveline exit site infection; specifically at time of admission he was on vancomycin which was administered through catheter. Blood cultures were sent and were positive for klebsiella pneumoniae. Aztreonam was added to antibiotic regimen. On (B)(6) infectious disease was consulted and recommended continuing aztreonam at increased dose and removal of catheter as probable source of infection. The catheter was removed (B)(6). Central venous catheter was inserted (B)(6) for continuing antibiotic administration. The patient was discharged home (B)(6), to continue antibiotic course for bacteremia through (B)(6). No additional information available.